Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery depletion was normal.

Event description:
It was reported that the device exhibited premature elective replacement indicators (eri), and it was suspected to be due to multiple cardioversions. The device was explanted and replaced. No patient complications have been reported as a result of this event.